Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient to clinic for follow-up, dislodgement of the rv lead was observed. Lead repositioning was scheduled and patient was discharged. Patient later presented for repositioning procedure. During procedure, helix issue of not extending was observed. Physician elected to explant the lead and implant a new lead. Patient was stable and discharged from hospital.